Event description:
It was reported that oversensing was noted on this right ventricular (rv) lead during the implant procedure. After two placement attempts, the rv lead was successfully placed in the rv apex. No oversensing was noted and all measurements were within range. After the rv lead was connected to the device, measurements remained stable and aligned with previous measurements. Intermittent oversensing began to occur during the procedure. Repeat imagining was performed, and while the rv lead remained in place, it was noted that the coil was in close proximity to the tricuspid valve. The over sensed signal appeared to be valvular, and the field representative suggested repositioning the lead, however the physician declined. The oversensing was present when the patient was in the supine position, but appropriate sensing while sitting. The physician then decreased the sensitivity settings, while declining to perform defibrillation threshold (dft) test testing as recommended. The decreased sensitivity prevented further oversensing in supine or sitting positions. Technical services (ts) noted that the over sensed signal is stable, and appears to be aligned with the cadence of cardiac activity. Ts recommended a 12 lead electrocardiogram, and close monitoring. This right ventricular (rv) lead remains in-service at this time. No adverse patient effects were reported.